Event description:
It was reported that during a pci procedure involving a calcified, 75% stenotic lesion located at the ostium of the circumflex (cx) coronary artery, the maverick2 monorail balloon ruptured at 10 atms. The number of inflations and to what atms is unk. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt status is reported as 'good'.

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.